Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction/sacral nerve stim urge incontinence. It was reported that they were riding in the truck and all of a sudden they got zapped 3 times where the leads go in, where the ins was in their upper buttock area. It was reviewed how sudden movement/sudden acceleration could move the lead closer to the sacral nerve and could feel like an unexpected increase in stimulation. Reviewed the option to turn therapy down or off and the were redirected to their doctor. They said they have a follow up appointment with their doctor on tuesday (B)(6) 2024.